Manufacturer narrative:
Initial report sent: 11/16/2007.

Event description:
Pt sex: unk. Procedure type: open total gastrectomy. According to the reporter: the device did not staple properly and this resulted in an incomplete anastomosis. The surgeon indicated that there was severe bleeding. The surgeon had to hand-sew the bowel to finish the surgery. The surgery was extended around 30 minutes. The amount of bleeding and pt details are unk.